Event description:
Dr (B)(6) was removing a patient's gallbladder with the genicon 2ezee tissue removal bag. The bag burst at the bottom of the bag when he tried to remove from the patient's fascial defect. Gallbladder remained in the patient. Gallbladder was removed with a different retrieval bag.